Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient was experiencing photophobia following a laser treatment. The flap was lifted and cleaned however the patient reports no change to their comfort. The patient is being treated with topical steroids.